Manufacturer narrative:
The fsr installed a new disk on chip into the ccm. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) the central control monitor (ccm) displayed a 'system computer needs service' error message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the power manager board and network interface card (nic) board to operate as intended throughout the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.